Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2021-02598. It was reported the patient's scs system stimulation decreases without prompting. The abbott representative met with the patient and an impedance check revealed multiple lead contacts with invalid impedance. The representative was unable to resolve the issue with programming. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Follow up information received identified surgical intervention was taken to replace the suspected fractured lead, however, the patient stated vomiting during the procedure and the physician decided to explant both leads instead.